Manufacturer narrative:
It was initially reported that there were conflicting results with the binaxnow coivd-19 ag card. Upon further review, there was no allegation of a conflicting result. The customer provided information that at 15 minutes the line visible was very faint and hard to read. However, the line was clearly visible at 17 minutes. There was no allegation of a conflicting result, only a readability issue. Therefore, this event is considered not reportable and no further action will be taken regarding this MDR.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow covid-19 ag card performed on (B)(6) 2021. Repeat testing was not performed. Per the customer, the patient was symptomatic. No additional information, including patient treatment and outcome was provided.